Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that the customer's blood glucose level reached 388 mg/dl, so he took her to the emergency room for treatment. Te customer was treated with fluids because she was dehydrated. No further details are available.